Event description:
It was reported the patient had the device revised on (B)(6) 2012. The device was moved from the patient's stomach to her back due to the patient having had trouble charging the device.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n275353, implanted: (B)(6) 2012, product type accessory; (B)(4).

Manufacturer narrative:
(B)(4).